Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level as well as low blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl, 40 mg/dl. Customer stated insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. Customer also stated they removed the reservoir and noticed insulin was in the insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.